Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00245 on (B)(6) 2021. Additional information (25-oct-2021): siemens identified the quality control was in range, and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The cause of a falsely depressed enzymatic creatinine_2 (ecre_2) result on one patient sample is unknown and siemens cannot rule out contributing factors such as sample integrity and preanalytical variables. The atellica ch 930 analyzer is operating as specified. No further evaluation of the analyzer was required. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality controls (qc) recovered within range. Siemens reviewed the system log files and photometer graph and noted that the sample's absorbance values were high. The sample arm 1 and reagent arm 1, 2 pressure profiles for enzymatic creatinine_2 (ecre_2) were verified and did not show atypical aspiration. Siemens is investigating the event.

Event description:
The customer used the atellica ch 930 analyzer with the serial number (s/n) (B)(4) to perform the first repeat testing and obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result. The customer did not report the discordant result to the physician(s) and used an alternate atellica analyzer to perform a second repeat testing. The customer reviewed the results and stated that an initial result (72.5 umol/l) and the second repeat result (75.6 umol/l) were correct and expected for the patient sample. The customer reported the initial result (72.5 umol/l) to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.